Event description:
A periodic review of the manufacturer's programming history database noted that two system diagnostics were performed and both showed high impedance. No subsequent programming events were performed. An implant card was later received for a battery replacement surgery. The post-operative impedance showed to be within normal limits. No additional relevant information has been received to date.